Event description:
Reporter indicated a patient experienced tachycardia and heart palpitations after initial vns implant surgery. The vns device was not activated at that time. Medication was given and the tachycardia and heart palpitations resolved. The patient remains on vns therapy.

Manufacturer narrative:
Cyberonics' labeling lists heart rate and rhythm changes as potential adverse events, possibly related to surgery stimulation.